Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm, duplicate or observe the poor vacuum reported. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the clinic reported when in phaco mode, the vacuum was poor when using the venturi pump system. The clinic attempted to resolve the vacuum issue by replacing the phaco tip and re-tune the handpiece but was unsuccessful. The clinic replaced the handpiece. The replacement of the handpiece improved the vacuum level. In addition, the clinic reported the patient presented with a case of endophthalmitis. The clinic performed a vitreous lavage (decontamination), an iol explant and administered vancomycin (vcm) to prevent permanent damage. It was reported the patient was hospitalized and patient has recovered. The surgeon does not suspect that the amo equipment may have caused or contributed to the event. Through follow-up, the surgeon suspected the issue was caused by a inadequate cleaning of the phaco tip accessory. The account has indicated no additional information will be provided.